Manufacturer narrative:
Correction: section b5 should have included information about the patient's wound healing in the initial report. This correction is reflected in this additional report 1. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
The patient's wound was healing accordingly post-procedure.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported an infection was present at the patient's ipg site. In turn, the physician decided to explant the patient's scs system to address the issue.